Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh product was implanted. It was also reported that the patient experienced extreme pain, dyspareunia, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with sparc sling implantation due to persistent stress urinary incontinence, small cystocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with sparc sling implantation due to persistent stress urinary incontinence, small cystocele. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent transvaginal excision of mesh, cystoscopy and urethral lysis on (B)(6) 2012 due to bladder outlet obstruction secondary to mid urethral sling. (B)(4).